Manufacturer narrative:
(B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syr 0.3ml 30ga 8mm 7bag 420cas jp needle pierces through the shield and stuck the hcp. The following information was provided by the initial reporter: the needle was piercing through the shield and the hcp cut his/her finger with the needle.

Manufacturer narrative:
H6: investigation summary customer returned (1) 3/10cc, 8mm, 30g syringe in an open poly bag from lot # 0064341. Customer states that they cut the finger with the needle. The returned syringe was examined and exhibited the cannula through the shield, exposing the cannula, which could lead to a needle stick. Customer returned (1) 3/10cc, 8mm, 30g syringe in an open poly bag from lot # 0064341. Customer states that needle was piercing through the shield. The returned syringe was examined and exhibited the cannula through the shield, exposing the cannula, which could lead ot a needle stick. A review of the device history record was completed for batch # 0064341 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. There was one (1) notification noted for adhesive splatter. Bd was able to confirm the customer¿s indicated failure. Root cause cannot be determined. See h.10.

Event description:
It was reported that syr 0.3ml 30ga 8mm 7bag 420cas jp needle pierces through the shield and stuck the hcp. The following information was provided by the initial reporter: the needle was piercing through the shield and the hcp cut his/her finger with the needle.